Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "lumen" of the minicap transfer set was defective; further reported as "the lunar part seems to have a defect so it could not firmly twist with the adaptor of the pd catheter." This event was noticed during use during peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : one actual sample was received for evaluation. A visual inspection with naked eye identified a damaged/deformed patient adaptor. No further testing was performed due to the condition of the adaptor. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.